Event description:
Although not confirmed by a health care proffesional, as reported by legal council in pending litigation; pt sought medical treatment after continued and increasing exposure to cidex plus fumes in the course of the employment. Pt began using cedex in 1987 as a central supply sterilizer tech for medical center and sought medical treatment in 1998 due to decreased sense of small and taste, rash on face and lesion on tongue. Pt subsequently developed respiratory distress and was diagnosed with asthma, chronic sinusitis and reflux esophagitis and is required to use systemic steroids and undergo continued medical treatment.